Event description:
It was reported that during the implant procedure, resistance was met when moving the guidewire with the lead and out of the lead. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found. The full lead was returned and analyzed. The outer insulation material was kinked 87 cm distally. By design, the left heart leads are manufactured with a septum in the tip that will sometimes allow blood ingress.